Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.251¿ from the base, and the broken piece was not returned with the instrument. The instrument was connected to the ethicon generator and failed during the self-test. An error message of "replace instrument. Instrument error detected. Unplug hand piece and replace instrument" appeared. There was an additional observation that was related to the reported issue. The instrument was found to have blade damage. One of the blade edges was indented. The reported complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument would not work, and there was a message indicating to replace the instrument. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.